Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2021-16602, 1627487-2021-16637. It was reported that the patient was not receiving effective therapy due to their system auto reducing. It was found that the lead had high impedances and the l1 and l2 leads were fractured and the l5 lead had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.